Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 2 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient presented to the university of (B)(6) with a suspected percutaneous lead fracture. The manufacturer?'s technical service representative reviewed log files and confirmed pump stoppages. A percutaneous lead (driveline)replacement was performed. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was discharged and no further issues have been reported.

Manufacturer narrative:
Additional information: received perc lead only 25apr2018 date added. Review of the submitted system controller log file confirmed the reported low speed/pump stoppage event; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline replacement was performed on 20apr2018 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found no damage to the outer silicone sleeve or underlying clear bionate layer. Moderate breakdown of the metal braided shield was observed along the length of the returned driveline segment, which appeared consistent with over two years of use. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for high-potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified.